Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that cadd legacy pca and plus pumps indicate no-disposable attached" when the cassettes are attached.